Event description:
It was reported that the patient felt stimulation when her implantable neurostimulator (ins) was turned off and asked if that had happened to other patients. The patient further reported that stimulation would not turn off and she still had tingling in her legs and where her back gets tight. She tried using the patient programmer (pp) and the charger and couldn¿t get it to completely turn off. This issue started the week of the report. She used it three nights prior and all day the following day and started to try and turn it off that night and all day prior to the report but when she would put it on and try to turn it off it would go 75-80% off but she was still feeling sensation down the back of her legs, but it wasn¿t completely off. She felt the tightness in her back (when stimulation was turned on) and the nausea which she would always get with the headache. It was noted stimulation had been turned off sin ce two days prior the report and it was 80% off and she still felt 20%. The patient further reported she had a flare-up of symptoms in the last two months prior to the report and just had 18 trigger point injections. Lately she had been using stimulation a little bit more. For the last couple of years she hadn¿t used it a lot because it caused headaches. She didn¿t remember when the headaches started but it had been a few years. It was noted she used to use it and it never gave her headaches. Ever since she got new leads she would get headaches as soon as she turned it on within 10 minutes; she was sure it had something to do with the placement of the wires. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 377845, lot # v008856, implanted: (B)(6) 2006, product type lead; product ID 377845, lot # v007006, implanted: (B)(6) 2006, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 377845, lot # v008856, implanted: (B)(6) 2006, product type lead; product ID 377845, lot # v007006, implanted: (B)(6) 2006, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).